Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, mega suturecut needle driver had a snapped wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use and no damage was observed. The issue occurred while suturing the defect. The instrument did not collide with any other instrument or tool during the procedure. It was unknown if there were any issues related to opening/closing or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.